Manufacturer narrative:
H6: coding was updated based on new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that regarding the report of a defected pump, there was no issue identified. The cause of the patient's overdose was not determined and the rep stated that they were told the patient was doing better.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that since the patient received the pump the patient has had episodes right at refill where the patient was hypotensive and sleepy. At the last refill a few days ago, the erv (expected reservoir volume) was 5ml and the arv (actual reservoir volume) was 1ml. The healthcare provider brought the patient back after filling the pump a few days later and no issues at this time, they got the expected amount out of the pump. Additional information was received from a healthcare provider (hcp) stating that the patient was in the intensive care unit (ICU) and had presented four times with baclofen overdose when the pump is refilled. The most recent refill was last week. The caller inquired what they should do with the "defective" pump. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the patient's symptoms at refills was not determined. It was reported that the simple continuous daily dose was lowered by 10% on 2024-07-29. It was reported that the device remains implanted and in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.